Manufacturer narrative:
The console operator¿s manual includes warnings: the ozil torsional and high performance u/s handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. A particle was received for testing. The sample was visually and microscopically analyzed and found to contain a dark particle approximately 120 ¿m in length. The dark particle was isolated and analyzed. The analysis identified elements including carbon, oxygen, sodium, magnesium, aluminum, sulfur, chlorine, potassium, and silver. The presence of these elements along with the visual characteristics suggests the particle to be metallic. However, the exact origin of the metallic particle remains inconclusive. The phaco handpieces are inspected during manufacturing for metal particulates. No nonconformities were observed during manufacturing of the phaco and I/a handpieces. The I/a handpiece was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. All reusable handpieces are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. A photo provided by the customer was reviewed. The photo shows a sponge with a dark foreign material. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following a cataract procedure, a small metallic foreign body was seen on the patient's iris, in the right eye, one week postop. The patient underwent a secondary procedure a few weeks later to remove the foreign body. The patient is reported to be doing well with no issues.